Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the refrigerator was unable to open to access the medication, and the hardware was failed. A field service engineer (fse) found no issue with the device. The fse just required witness to recover remote manager and tested in hardware test application successfully. The system functioned as intended after the field service engineer investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was unable to open the refrigerator to access the medication. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was unable to open the refrigerator to access the medication. The nurse reported that they had to use the key to take the medication, resulting a delay. There were no adverse events or injuries reported based on this event.